Manufacturer narrative:
Investigation: 8pcs of representative samples in 2 separate packaging were received for this complaint. Samples were not decontaminated. The packaging of the samples were opened and visually screened for water liked like fm. No water liked fm was observed on all these samples. DHR review: no quality notification was raised for water liked fm during production of this batch. The actual sample was not returned for the investigation of this complaint. The representative samples returned did not showed the defect of water liked fm that is mentioned in the verbatim. Therefore, the customer¿s experience of the verbatim cannot be confirm.

Event description:
It was reported that there was foreign matter in device with a bd pegasus yel 24ga x 0.75in prn. This occurred on 8 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: noticed foreign matter, seems like water after unwrapped the catheter package defected product didn¿t used.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in device with a bd pegasus yel 24ga x 0.75in prn. This occurred on 8 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: noticed foreign matter, seems like water after unwrapped the catheter package defected product didn¿t used.